Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the stapler broke when inserted into the patient's abdomen. All pieces were accounted for. Additional information has been requested but not yet received.